Event description:
It was reported to philips that the device needs external paddles. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Remote support from the customer care solution center was received, during which a quote was provided for defibrillator adult / child plus pads. Multiple attempts were made to request information regarding if the pads were for a device malfunction or for customer stock (no malfunction). No answer to this question was received, so no information is available. This will be documented as a malfunction, the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time.